Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that smart half height drawers 5 1 and 5 2 had failed rails. The bearing cage had fallen out of one rail, and the other drawer was difficult to open and close. A field service engineer (fse) retrieved a replacement drawer from the depot, returned on site, replaced the faulty drawer, and configured the new drawer in the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie drawer failed, and the customer attempted a reboot and recovery without resolution. The drawer was protruding slightly from the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.